Event description:
Complainant stated the lower bill of a small vaginal speculum broke during use. When the physician removed the two pieces that remained in the pt, the pieces were sharp and a laceration of the vaginal wall resulted. The physician could not visualize the laceration due to bleeding and removed the remaining speculum. The vaginal bleeding was described as small to moderate and the pt was given instructions to call if bleeding worsened. Two hours later, the pt called to report a slight increase in bleeding. The physician instructed her to use a tampon for pressure and offered to see her, however, she declined. The dr called the pt the next day and the bleeding had subsided. The customer did not provide a pt identifier.

Manufacturer narrative:
Welch allyn is reporting this event pursuant to FDA's two-year reporting rule based on the original report filed on (B)(4) 2010. This speculum has been discarded and has not been retuned to welch allyn. This failure mode is currently under eval and a follow-up report will be submitted when the eval is complete.